Event description:
In 2008 the pt reported that she changed her infusion site the previous evening and woke up with elevated blood glucose of 349 mg/dl. She stated that she felt very thirsty and exhausted. Her normal blood glucose level is 170 mg/dl. She stated that she had not yet bolused to lower her blood glucose and she was advised to consult with her physician regarding bolus recommendations. She was instructed to change her infusion site and found that the cannula was bent. The pt called back later on the same day and stated that she received an e4 (occlusion) error while attempting to bolus. To troubleshoot, she was instructed to disconnect from her infusion site and to perform a prime. She was able to do so without error. She reconnected to her infusion site and again attempted to bolus. She received an e4. She was advised to change her infusion site. She stated that the cannula was painful inside her body and she stated that she would use injection therapy to lower her blood glucose. Upon follow up on six days later, the pt stated that her blood glucose was low (50 mg/dl) before lunch and then after lunch her blood glucose elevated to 242 mg/dl. On the following month, the pt's husband reported that the pt's blood glucose had returned to normal. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.